Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a broken safety mechanism which was noted during use. The following information was provided by the initial reporter: the safety mechanism of nexiva could not be activated and the needle was kept exposed.

Manufacturer narrative:
Investigation summary our quality engineer inspected the samples and photographs submitted for evaluation. Bd received an opened package and a needle assembly in a sharp¿s container. In addition, five photographs were also submitted. Upon inspection of the returned unit no defects were observed to the tip shield or grip of the device. The unit was inspected again under magnification checking for damage or potential defects inside of the tip shield. No damage or defects were observed. The unit was retracted where it performed as intended. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a broken safety mechanism which was noted during use. The following information was provided by the initial reporter: the safety mechanism of nexiva could not be activated and the needle was kept exposed.